Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced hub separating from the device. This event occurred twice. The following information was provided by the initial reporter. The customer stated: according to the customer's report, when removing the needle cover, the IV needle was separated from the hub and the needle npe fell off.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/10/2021. H.6. Investigation: bd received 10 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for hub separation with the incident lot was not observed as all product specifications were met. All 10 samples were successfully connected to a holder without any issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced hub separating from the device. This event occurred twice. The following information was provided by the initial reporter. The customer stated: according to the customer's report, when removing the needle cover, the IV needle was separated from the hub and the needle npe fell off.